Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; the output connector assembly was broken. The epg (external pulse generator) passed all testing. It was also noted the display wire insulation was pinched, but the wire insulation was not compromised. (B)(4).

Event description:
It was reported the connectors are worn/broken, and the leads will not clip in and could fall out. The epg (external pulse generator) was returned for repair. No patient involvement or complications have been reported as a result of this event.